Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Technical services discussed troubleshooting options. Additional information was requested from the field representative however, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.